Event description:
Patient additionally reported "alcl was confirmed". Pathological markers provided as (cd30 positive and alk negative). Device has been explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "problems with seromas" (175 ml of liquid was removed) and "suffering some kind of capsular contracture [baker grade unknown]". Patient also reported being "afraid about developing alcl", "hardening", and "capsular contracture [baker grade unknown] with pain". Patient additionally reported "alcl was confirmed". Pathological markers provided as (cd30 positive and alk negative). Affected side right. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is "several seroma episodes", "capsular contracture" baker grade unknown, and to avoid "risk of alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "problems with seromas" (175 ml of liquid was removed) and "suffering some kind of capsular contracture [baker grade unknown]". Patient also reported being "afraid about developing alcl", "hardening", and "capsular contracture [baker grade unknown] with pain". Affected side right. Device remains implanted.